Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case # (B)(4) - npi error on 8105ls unit. Other- specify in comments. There is no patient involvement. Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: (B)(6) called in for help on 8015ls unit serial # (B)(4). Case resolution: tech called in for help on 815ls unit, where he connect two 8100 units are each side of the unit and the both units power up then go back down, before call in he change both iui connectors, and iui board on 8015ls unit, and still have the same error still happen, ask has he try another 8015 with those units his responds was yes and they work, next he look at on 8015ls unit is the power supply board if still have same issue next ID the main board on unit. Tech thank me for my assist. (B)(4).